Event description:
The customer reported a failure to discharge in testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge in testing. There was no pt involvement. The device was evaluated locally by philips and the internal paddle adapter cable was found to be faulty. The cable was replaced. The device passed all testing and was returned to service.